Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow up report when the info is complete and more info becomes available. (B)(4). Conclusion code: conclusion not yet available - eval in progress.

Event description:
The user facility reported to terumo cardiovascular group that prior to cardiopulmonary bypass, during set up, the manifold line located on the top of the reservoir, was found disconnected from the rotating male luer. The case was canceled due to scheduling issues; therefore there is no pt or surgery effect due to this event.